Event description:
It was reported to philips that the customer stated there was an issue where the monitor will intermittently show a solid red x and won't power on until the ac module and battery are briefly removed. The customer stated there were no entries in the logs other than an ops check fail for pacing/therapy pca - which was suspected to be caused by using paddles for the ops check. There was no reported patient involvement.